Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had an appointment with the healthcare provider (hcp) and manufacturer representative today and was going to talk about removing the device, but that conversation didn¿t happen. The patient stated at the last office visit the representative told him not to touch the settings for 48 hours. The patient reported instead of talking to the hcp about removing the device they turned it on and he could feel pain. The patient wanted a box to send back the external equipment to donate because ¿when he gets home he will cut the implant out of his body.¿ the patient stated he was not happy and was in a lot of pain and didn¿t want the therapy turned back on. It was mentioned that he had relief on one setting and had been on three or four settings and he was in six times worse pain now than before the implant. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant had not been turned on for six months as of (B)(6) 2016 and the patient was to never turn it on again. They tried multiple settings to be effective for the patient but every time therapy was put on silent setting it increased the patient¿s pain and sensitivity to pain. The patient reported this to a manufacturer representative (rep) in the first week of february of 2016. The silent setting did not help the patient and heightened the sensitivity which the patient reported over and over again. The patient saw a rep in (B)(6) 2015 who did reprogramming and the patient told the rep that he would not put it on the silent setting. The patient met with another rep in (B)(6) of 2016 who convinced the patient into putting two new silent programs and to try each of them for 48 hours no matter what. Within 9- 10 hours the patient knew he was in trouble and he only used one setting for 48 hours. The patient reported that he had still not recovered from the 48 hours with silent therapy on. His muscle spasm and everything therapy was supposed to cure was far worse and all the symptoms from his back injury were heightened, more sensitive, and more painful. It was noted that the patient was implanted for ilioinguinal nerve pain. The patient¿s last meeting with the rep was on (B)(6) 2016 for follow-up after leaving therapy on for 48 hours. The patient couldn¿t put a number on how exponentially worse it was, maybe 10 to 20 times worse. The patient reported that the rep told the patient that the device was put in to cure never pain and could not cause pain. The patient reported that the reps didn¿t believe his complaints, which was why the rep kept changing to silent setting. It was noted that the patient was on all kinds of drugs and because of the pain it caused nausea and made him throw up. The patient was on clonazepam, tiazan, zofran, and benzodiazfram. The patient asked to donate the external equipment because he was never going to turn the implant on again. It was noted that there was a miscommunication regarding the implant because the patient thought he was getting ablation but instead he had the implant. The implant was helping the patient prior to having the silent setting and the wire ran up the middle of the spine which the patient didn¿t know. Shoulder pain and tension were reported and the patient noted that when he turned therapy off the pain decreased. Additional information was received from a rep. The rep reported that the patient¿s report was not accurate at all. The rep worked with the patient numerous times trying to get him optimal settings based on his feedback. The rep was to call the patient.

Event description:
Additional information received from a consumer indicated that the patient had an appointment with their hcp on the day after the report to discuss the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.